Event description:
It was reported via post market registry that the patient presented with worsening lower extremity spasticity and "signs of baclofen withdrawal." The patient was taken to surgery; the entry into the fascia was exposed as was the catheter region along with the silastic stay. This was the area implicated as a possible source of the leak. The patient was taken to the recovery room in stable condition and recovered without sequela.